Manufacturer narrative:
The investigation determined that a higher than expected valp quality control results were obtained from non-vitros quality control fluids using vitros valp reagent with a vitros 5600 integrated system. The assignable cause was found to be instrument related. Following service actions, the condition of the system changed, which necessitated recalibration of affected assays in order to achieve acceptable performance. Following recalibration, acceptable vitros valp performance was observed.

Event description:
A customer obtained higher than expected valproic acid (valp) quality control results from non-vitros quality control fluids using vitros valp reagent with a vitros 5600 integrated system. The results obtained are as follows: level 1: 43.5 ug/ml versus expected result of 33.1 ug/ml. Level 2: 96.9 ug/ml versus expected result of 76.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected valp results were generated from non-patient fluids and patient samples were not affected as none were processed while quality control results were unacceptable. However the investigation cannot conclude that patient sample results would not be affected if the event were to occur undetected. There is no allegation of patient harm as a result of the events. (B)(4).